Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm. The customer's blood glucose reading was 89 mg/dl. The customer stated that she rewound the pump and still received insulin flow blocked alarm. The customer was not able to upload to carelink or pro. The reservoir was not returned for analysis.